Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, the customer received an alarm that the wake button was stuck. Reportedly, the customer successfully unstuck the button. The customer¿s blood glucose level was 300 mg/dl.